Event description:
It was reported that bd unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim. Per the customer: "the nurse was hanging chemo today and utilized the alaris pump, when she was threading the tubing into the alaris pump, the blue safety clamp sliced the tubing and caused a chemotherapy spill. There is chemo in the line which was drained from pharmacy so the tubing is contained in the bag in my office."

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 2420-0007, batch#: 24075432. It was reported by the customer that "the nurse was hanging chemo today and utilized the alaris pump, when she was threading the tubing into the alaris pump, the blue safety clamp sliced the tubing and caused a chemotherapy spill. There is chemo in the line which was drained from pharmacy so the tubing is contained in the bag in my office." Verbatim: per the customer: "the nurse was hanging chemo today and utilized the alaris pump, when she was threading the tubing into the alaris pump, the blue safety clamp sliced the tubing and caused a chemotherapy spill. There is chemo in the line which was drained from pharmacy so the tubing is contained in the bag in my office." Additional info: 1. Did the issue happen during patient use? If yes, was there any injury? If so, please describe and include any medical treatment needed as a result? Yes, no injury, chemo spill and exposure to staff and patient. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Chemo spill and exposure to staff and patient, no injury. 3. Can you please provide the material and lot number associated with reported issue? Unable to provide, I have the tubing sample and awaiting for a box to mail to the product complaint company to investigate. 4. Total number of occurrences? 1.

Manufacturer narrative:
It was reported by the customer that "the nurse was hanging chemo today and utilized the alaris pump, when she was threading the tubing into the alaris pump, the blue safety clamp sliced the tubing and caused a chemotherapy spill. " one sample was received for quality investigation. Visual inspection was conducted on the sample and it can be seen that the tubing set separated below the lower pumping segment fitting. Further examination of the tubing set indicates that there is no bonding solvent on the tubing surface. The customer complaint of separation was verified. The investigation was continued at the manufacturing facility. After the investigation along with manufacturing and quality operations team, the most possible root cause that generates a component separation is due an incorrect insertion of tubing to solvent dispenser by the production personnel. To assist in the correct alignment and placing of the tubing assembly to the solvent dispenser, an accessory was implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. A device history record review for model 2420-0007 lot number24075432 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.